Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The breach in aseptic technique was further described as the patient was changing fluid in an unsanitary environment. The patient was hospitalized for the event with symptoms including abdominal pain and cloudy effluent. The patient was treated with cefazolin (1g, frequency and route not reported) and intraperitoneal ceftazidime (1g, four times a day) for two weeks for the event. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.